Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that during a routine follow-up appointment and ramp test, the healthcare provider noticed that the patient's average flow had dropped from approximately 5.5 liters per minute to approximately 3.5 liters per minute. Despite increasing the speed of the pump the flow remained the same. An echocardiogram showed that the aortic valve was opening with every beat. A CT scan showed an unusual shape of the outflow graft and the manufacturer's representative suspects a kink in the graft. The patient was sent home after the CT scan because he felt well. Further actions are being discussed. No further information was provided.

Event description:
Additional information: surgery was performed to correct/replace the kinked outflow graft. The surgery was successful and the patient was discharged home. There were no complications and the issue was resolved. No further information was provided.

Manufacturer narrative:
Description of event or problem, device identification, device manufacture date: additional information. Manufacturer's investigation conclusions: the report of an outflow graft kink could not be confirmed as no images or product were provided for evaluation. A specific cause for the reported outflow graft kink could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.